Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that they got localizer faulted when they pulled the emitter out of the bucket, but then when it was on the bed it corrected itself in less than 10 seconds. They placed a towel at the bottom of the bucket and they didn't get localizer faulted. Technical services (ts) suggested checking the grounding parts of the system and reseating all connections on the back of the system. The site kept the emitter plugged in all the time when it was in the bucket. Ts asked the manufacturing representative (rep) to move the cord around at the angle that it was stored at to check to see if that was possibly causing the recurring issue as well. Another ts agent tested having the emitter on and in the storage button and was able to replicate the issue. This appeared to be something that the system normally does if th e emitter is on and in the stored in the bucket at the same time. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752r, serial/lot #: -, ubd: , UDI#: h3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. H6) a05 - localizer faulted a1102 - error message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.